Manufacturer narrative:
The complainant would not authorize the release of the sample involved in the incident, therefore, the sample was visually examined at the facility by an abbott laboratories hospital product division device technical services representative. The visual examination of the sample revealed the following: the catheter appears to be a white fluoro ethylene propylene catheter. It was coiled and taped and attached to a blue catheter adapter. Only one black marking was visible about 5 1/2 cm up from the damaged end. The catheter was visually investigated using the hospital's stereoscope from the pathology lab. The catheter did not exhibit signs of a breakage consistent with pulling apart or tearing an intact catheter. Approximately 1/3 to 1/2 of the catheter's edge has a relatively clean break. The remaining edge demonstrates tearing and elongation. This appearance is consistent with a section of the catheter being nicked or sliced (possibly with the heel of the procedural needle) and then being torn apart. Such a nick can create a weak spot that can allow the catheter to tear apart if it meets enough resistance upon removal from the patient.

Event description:
Received report of part of epidural catheter left in patient. Patient had an epidural catheter inserted during labor. Upon removal noted to have left 2.5-3.0cm of catheter inside patient. No adverse sequelae reported. Initially piece of catheter was to be left in place, later patient decided to have it removed.